Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a thoracic endovascular aortic repair (tevar) procedure. Reportedly, at deployment, the white suture threads did not release. A second prostar xl device was used for successful suture placement using the preclose technique. The tevar procedure was completed and hemostasis was achieved using the pre-placed sutures from the prostar xl device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy could not be replicated in a testing environment as the needles and all of the sutures were not returned. In the absence of all components returned for analysis a conclusive cause could not be determined for the reported failure to deploy. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.